Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding a falsely depressed sodium (na) result that was generated on a patient sample on a dimension exl with lm instrument. Quality controls (qcs) and calibration were acceptable on the day of the event. The customer replaced standard a and the integrated multisensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse changed the diluent syringe tip, the valve tube, and the rotary valve seal. Next, the cse cleaned the rotary valve and adjusted the peristaltic pump. Then, the cse ran a successful dilution check and processed qc, which recovered acceptably. Siemens concluded that fluid flow issues through the imt, which were addressed with the service activities above, potentially caused the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was generated on a patient sample on a dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was reprocessed on an alternate dimension exl with lm instrument and recovered higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.